Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the failed tower door was due to hardware failure. The field service engineer replaced the tower door detent latch and tested it in hta. Customer logged in, tested and verified that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es door was failed. Customer stated this malfunction cause one hour delay to get lactulose on patient therapy. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es door was failed. Customer stated this malfunction cause one hour delay to get lactulose on patient therapy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was failed. The field service engineer resolved the issue by replacing tower door detent latch. The system functioned as intended.